Manufacturer narrative:
(B)(4). Returned for investigation were a pcs assembly and ac3 augmentation valve. The samples were returned in a brown cardboard box with p rotective shipping packaging. Visual inspection of the pcs assembly and augmentation valve was performed and no abnormality was noted. The pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. It was noted that the balloon pressure waveform (bpw) read -47mmhg, significantly below the standard value of 0mmhg. This is consistent with a faulty balloon pres-sure waveform transducer. The bp offset voltage was measured to be 357 mv, which is outside of the specification 0 +- 250mv. Pumping was attempted to be initiated; however, the pump alarmed purge failure. The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v sup-plied with an audible click, indicating proper valve function with no stuck valves. The augmenta-tion valve was installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initiated and no alarm was noted. The plateau pressure of the balloon pressure waveform was elevated consistent with an augmentation valve that is not activating. There was no audible click from the augmentation valve. The pump was left to run for 15 minutes with no change in the activation of the valve. The augmentation valve was removed for further testing. The valve was connected to a 12v dc power supply to check proper function. The valve responded properly to the 12v supplied with an audible click, indicating proper valve function with no stuck valve. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint of "purge failure" is confirmed. The returned pcs assembly's balloon pressure transducer was faulty and out of specification. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the balloon pressure transducer being out of speci-fication. The root cause of this complaint is undetermined. This will be monitored for any develop-ing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "purge failure requiring iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "purge failure requiring iabp exchange". No patient injury or consequence reported. The patient's current condition is reported as "fine".